Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to procedural conditions, and likely due to the second clip creating counter tension on the leaflet, causing the posterior leaflet to detach from the first implanted clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed regurgitation (mr) with a grade of 4+. All steps were followed per the instructions for use with no issues noted. Deployment of the first clip was successful, reducing mr to grade 2. A second clip was deployed successfully and lateral to the first clip, reducing mr grade to 1. Upon final echocardiographic view, it was observed that the first clip had detached from the posterior leaflet (slda); however, mr remained at grade 1; therefore, the decision was made to end the case. The patient remained stable. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.